Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture. No intervention was performed. There were no patient consequences.